Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving an appropriate shock when post-paced t wave oversensing was observed on the device. Patient was asymptomatic. Programming changes were made. Device remains implanted. Patient was stable before, during and after the event.